Manufacturer narrative:
The phacoemulsification handpiece was received and a visual assessment of the returned sample found no nonconformities. A flow rate test was performed on the irrigation and aspiration lines of the phaco handpiece, which found the handpiece to meet product specifications. The returned phaco handpiece was connected to a system. The phaco handpiece tuned successfully and completed a five-minute burn-in test with the system set at 100% ultrasonic and torsional power. The temperature of the handpiece shell was measured and was found to meet specifications. The handpiece was connected to dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements, which found the torsional stroke measurement of the handpiece did not meet alcon specifications per manufacturing test procedure (mtp). Disassembling the handpiece revealed moisture ingress within the electrode chamber. There was no problem found with the returned phaco handpiece, as related to the reported events; therefore, the customer reported events could not be confirmed. Unrelated to the reported events, dtf testing found the phaco handpiece did not meet specifications for the torsional stroke measurement. Disassembling the phaco handpiece revealed moisture ingress within the electrode chamber, however, how or when the moisture entered the handpiece remains inconclusive. The phaco handpiece manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The returned phaco handpiece was found to exhibit no problems as related to the reported events; therefore, the root cause of the reported events cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product sample was received and it is awaiting evaluation. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the handpiece warms up and there was no ultrasound during testing. The handpiece was replaced. There was no patient impact.